Manufacturer narrative:
Device return is pending. The facility provided a digital photograph of one 011-46103-25 partial segment. The visual assessment of the photograph confirmed the tubing segment was separated at the male luer bonded connection. The photograph was inconclusive in identifying the root cause(s) of the separation.

Event description:
International ((B)(6)) complaint received reporting component separation issues with use of two (2) 011-46103-25, safeset transpac IV w/03 ml resv; needleless valve. The initial information received reports at a unspecified time after placement/post op " separation occurred at the male luer of the needleless valve on the safeset syringe side". The devices were removed and replaced with no further issues encountered. There were no reported adverse patient consequences.

Manufacturer narrative:
Initial investigation: the facility provided a digital photograph of one 011-46103-25 partial segment. The visual assessment of the photograph confirmed the tubing segment was separated at the male luer bonded connection. The photograph was inconclusive in identifying the root cause(s) of the separation. Device return : one (1) used 011-46103-25 monitoring kit partial/segment . Engineering analysis of the returned 011-46103-25 segment visually confirmed the pressure tubing was separated from the male luer connection. Further analysis identified the cause of the separation was attributable to insufficient bond (uv adhesive ).

Event description:
(B)(4) complaint received reporting component separation issues with use of two (2) 011-46103-25, safeset transpac IV w/03 ml resv; needleless valve. The initial information received reports at a unspecified time after placement/post op " separation occurred at the male luer of the needleless valve on the safeset syringe side". The devices were removed and replaced with no further issues encountered. There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.